Manufacturer narrative:
Date of explant was unintentionally omitted from the initial report. This report contains the corrected data.

Event description:
Device 3 of 5: reference MFR report number: 3006705815-2019-00400. Reference MFR report number: 3006705815-2019-00575. Reference MFR report number: 1627487-2019-02284. Reference MFR report number:1627487-2019-02285. Additional information received via follow up identified that the infection has resolved, per the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR report numbers: 3006705815-2019-00400; 3006705815-2019-00575, 1627487-2019-02284, 1627487-2019-02285. It was reported that the patient had an infection present at the ipg site. Follow up identified that the infection was present at the lead site as well. In turn, the patient underwent surgical intervention where in the system was explanted. The patient was treated with antibiotics and a wound vac was placed. The patient was temporarily hospitalized to treat this issue.